Event description:
(B)(4). On (B)(6) 2016:extreme and constant right side pelvic pain, constant lower back pain, bloated weight gain after 2009 essure procedure , can not lose weight; 2014 right knee pain had several shots etc;need possible surgery, right elbow hurting dec 2015, problems with right eye, (B)(6) 2016, removal of gall bladder (B)(6).